Event description:
No additional information available.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined that the cutter was damaged. The cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during instrument check prior to surgery the roller was found to be blunt and was not cutting well. No adverse events were reported as it relates to this event.